Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose. He was extremely dehydrated so he went to urgent care; his blood glucose was 458 mg/dl. The customer was going into diabetic ketoacidosis and was treated with an insulin drip and antibiotics. He may have had an infection of some sort since he had a high white blood cell count. He was also given plenty of fluids. While in the hospital his blood glucose continued to rise, and his highest reading was 753 mg/dl. But his blood glucose was down to 311 mg/dl when he called. Troubleshooting was initiated for the high blood glucose. Small air bubbles were found in the tubing. The alarm history was reviewed and no alarms occurred around the time of the hyperglycemia. A high pressure test was performed and the pump alarmed appropriately. The insulin pump was not returned or replaced, and the customer is almost completely recovered.